Event description:
It was reported that the 9800 system experienced a collimator iris pot error. The procedure was completed by pushing any key. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an open wire. Repaired the wire with an existing spare and aligned the collimator. The system was tested and found to be working as intended and placed back into service.